Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that act button and down arrow were hard to press. The customer blood glucose level was unknown at the time of incident. The customer also reported that screen of the insulin pump was scratched and does not beep when filling up tubing. The motor was little louder. Troubleshooting was declined. The insulin pump will not be returned for analysis.